Event description:
The product was used during a video assisted thoracic surgery procedure. Reportedly, the instrument was difficult to close and did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.